Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient¿s implantable infusion pump for non-malignant pain and other chronic/intract pain. It was reported on 2016-09-19 that the patient¿s pump logs showed a motor stall occurred with no recovery. The stopped pump period may exceed tube set. The patient had not recently had a MRI. The patient was going through fever, and ¿typical withdrawal stuff.¿ the patient was being set up for a revision, and the pump was placed on minimum rate. The patient was being medicated through the pump with bupivacaine at a concentration of 10mg/ml, and a dose of 1.586mg/day. The patient was also being medicated through the pump with dilaudid at a concentration of 30mg/ml, and a dose of 4.758mg/day. The patient¿s status was unknown.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient's implantable infusion pump for non-malignant pain and other chronic/intract pain. It was reported on (B)(6) 2016 that the patient's pump logs showed a motor stall occurred with no recovery. The stopped pump period may exceed tube set. The patient had not recently had a MRI. The patient was going through fever, and "typical withdrawal stuff." The patient was being set up for a revision, and the pump was placed on minimum rate. The patient was being medicated through the pump with bupivacaine at a concentration of 10mg/ml, and a dose of 1.586mg/day. The patient was also being medicated through the pump with dilaudid at a concentration of 30mg/ml, and a dose of 4.758mg/day. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.